Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Additional data: device evaluated by MFR - device evaluation: the lens was returned dry in a micro centrifge vial. There was clear surgical residue on product. Visual inspection found the haptic torn/bent and residue on the lens. Claim #(B)(4).